Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. B.7 revised since the initial manufacturer device report number 1220648-2025-26005 was submitted as heart failure was with preserved ejection fraction and not reduced. D.3 revised address line 2 to reflect blank as it should of been blank on the initial manufacturer device report number 1220648-2025-26005. Revised us city as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26005. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26005 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised manufacturing site name and address section as it was entered incorrectly on the initial manufacturer device report number 1220648-2025-26005.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella rp flex for mechanical circulatory support. Approximately three days after start of support, following swan removal, it was believed that the implanted impella rp flex pump ingested a clot. Due to patient anatomy with scoliosis, the decision was made to replace the impella rp flex in the internal jugular. The patient was reported to be stable following the event.